Event description:
Caller reported a tandem mobi cartridge alarm, which was confirmed as cartridge alarm 35 by technical support. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by sending the customer a replacement pump, advising them to program their settings and connect their cgm to the new device. They also instructed the caller to return the faulty pump to tandem using a provided return box and pre-paid label to avoid being billed and informed them about placing the pump in storage mode before returning it.